Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported there is a threadlike substance within the flush. To aid in the investigation, one sample with no packaging flow wrap and one photo was received for evaluation by our quality team. A visual inspection was performed. Initially, the foreign matter was not observed. After shaking the unit multiple times, the foreign matter became visible and nested in the luer area. If the foreign matter is not visible to the vision inspection system, the system will accept the product. The sample was passed through the vision system with the foreign matter visible; it was detected and rejected. The photo provided shows the sample received. No other defects or imperfections were observed. The sample was sent to a laboratory for additional analysis. The highest match to the foreign matter was polyester polyurethane. These materials are not used during the manufacturing process. The source of the foreign matter is not known. A device history record review was completed for provided material number 306547, lot 4327836. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Substance was noted immediately prior to use and did not reach the patient.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:306547. Batch#:4327836. Verbatim: overnight, one of my nurses was using a 10 ml saline flush last night and discovered a white, threadlike substance within the flush prior to use. I attached a picture for your review. The lot # is 4327836. I pulled the box containing the rest of this lot # from our supply and have it in my office at (B)(6). Can you please advise what, if any, next steps I should take?